Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, significant reduction of irido-corneal angles and elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry and bent, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens to have foreign material on lens surface (fibers). (B)(4). The anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4).